Event description:
During a remote follow-up, myopotential episodes were observed on the device. Technical support was contacted and reprogramming recommendations were provided. No intervention has been performed at this time. The patient was stable with no consequences.